Event description:
During a routine maintenance visit at the user facility, it was reported that the loaner core saber drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device was returned to the manufacturer and device evaluation was performed. Supplemental is being submitted for evaluation results.

Event description:
During a routine maintenance visit at the user facility, it was reported that the loaner core saber drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device was not available for evaluation.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.

Event description:
During a routine maintenance visit at the user facility, it was reported that the loaner core saber drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.